Event description:
It was reported by the distributor (B)(4) that during a surgical procedure utilizing an arthrocare foot control, the unit stopped working. The procedure was completed suing instrumentation and a shaver. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.